Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach crystal clean prevent toothbrush, soft, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration he noticed that, the toothbrushes from the first two packs broke at the neck in between the brush and handle. He also stated that the lot number was not found on brush or on package. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2012-00389. The manufacturer report number for the first product is 2214133-2012-00388. The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach crystal clean prevent toothbrush, soft, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration he noticed that, the toothbrushes from the first two packs broke at the neck in between the brush and handle. He also stated that the lot number was not found on brush or on package. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A sample was returned which was an unopened reach crystal clean value pack lot 0902t. This return sample was not the product the consumer claimed the defect on. A review of the trending data by product family revealed no adverse trends. Based upon an acceptable document review, due to lack of a sample and no adverse trends a root cause could not be determined for this complaint. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This is a follow-up submission for the second product in this case. The manufacturer report number for this submission is 2214133-2012-00389. The manufacturer report number for the first product is 2214133-2012-00388. The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.